Manufacturer narrative:
(B)(4). Concomitant medical products: replacement inlay for a stratec cup size 50/28 dysplasia. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had replacement inlay for a stratec cup size 50/28 dysplasia, by dr. (B)(6). This is a normal revision surgery after the inlay was implanted in 2002 (15 years of usage).

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.